Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens subluxed in the patient's left eye and the vision decreased. The lens was explanted and another lens of different model and diopter was implanted successfully. Additional information was requested, but has not been received.

Manufacturer narrative:
Visual inspection of the returned lens found the optic cut in half, two haptics attached to the piece of the received optic and two haptics are not damaged. Functional testing could not be performed due to the condition of the received the lens. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.